Event description:
Surgeon reported that they had two patients with central island on four eyes, in the same spot, surgeon performed photorefractive keratectomy (prk) treatment with beaver blade to remove the epithelium, surgeon feels that this has been going since the beginning of the year but they do only a few prk, they said that it is more obvious on higher myops. This is 2 of 2 reports being submitted.

Manufacturer narrative:
Patient age, gender and date of birth not provided. Mfg date - requested but not available at the time of this report. (B)(4). Field service specialist visited the account and checked equipment. Plastic was checked and no issue was noticed, checked aspirator flow, checked cal arm position, checked aspirator position, all to amo specifications, found balance salt solution splashes on m3, replaced m3 and calibrated to amo specs, aligned tracker cameras. No other issue was noticed. All pertinent information available to abbott medical optics has been submitted. Placeholder.